Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump was initially implanted in (B)(6) 2020 but "it was implanted backwards or upside down, so they had to cut me open, flip it over and do it again". Since then, the therapy was working but not to their satisfaction. Following the procedure to flip pump over, they were "hoping it was going to start working but it still hasn't". They stated the pump was functioning properly but they still had lots of pain and had to take oral pain medication. The patient was calling to "talk to someone other than the pain doctor about this thing". They asked what is the "ballpark" of medication every patient is set at and patient services reviewed they were not medically trained and urged them to work with their healthcare provider (hcp). The patient felt their hcp was not moving along quickly enough so they were sent a hcp listing so they could get a second opinion if desired. They were unsure of dose/concentration of medication; "I think it's at the 2.6 level, and about 600mg of morphine per day or month but I'm not sure."